Event description:
Healthcare professional reported that approximately 80 months post implant the valve was replaced due to regurgitation. Upon reoperation a torn leaflet and frayed edges were noted; tears might be secondary to clacification. The valve is being retained in the pathology lab and will not be returned.